Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for six hrs, alarms sounded from the pump and blood was noted back into the pump. The iab was removed and a second was inserted. On 11/12/97 it was reported that blood was noted in the extension set. Iabp support was discontinued. The catheter was replaced and iabp support continued. Event complications: none from the event - reported 10/14/97 and 11/12/97. Pt current status: CABG on 10/14 - rpt'd 11/12.